Event description:
It was reported that over the last year the right ventricular (rv) lead thresholds had increased from 1 volt at 0.4 milliseconds to 3.5 volts at 1 millisecond and that every month the threshold was rising. It was noted that the impedances were stable. It was elected to partially explant, cap and replace the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 implantable pulse generator (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.